Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia. The customer eaten dinner to bring up the blood glucose 53 mg/dl. The customer was declined troubleshooting for low blood glucose. The customer was treated with food for low blood glucose. Customer reported loss of communication between insulin pump and transmitter. It was unknown if the insulin pump was on auto mode at the time of the incident. The insulin pump will not be returned for analysis.